Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) and duodenum performed on (B)(6), 2013. According to the complainant, during the procedure, when the physician deployed the stent the guide catheter broke and detached from the push catheter. The distal tip of the broken guide catheter was about 0.5 cm inside the proximal end of the stent, and the rest of the broken guide catheter fragment remained inside the scope. Rat tooth forceps were used to push the guide catheter out of the scope into the patient and were then used to remove the guide catheter from within the stent and from the patient. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was not returned. The guide catheter had separated from the pull wire cannula; however the working length of the guide catheter was intact. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) and duodenum performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician deployed the stent the guide catheter broke and detached from the push catheter. The distal tip of the broken guide catheter was about 0.5 cm inside the proximal end of the stent, and the rest of the broken guide catheter fragment remained inside the scope. Rat tooth forceps were used to push the guide catheter out of the scope into the patient and were then used to remove the guide catheter from within the stent and from the patient. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age/date of birth is unknown and unavailable; however patient was reported to be over 18 years old. (B)(4) for the reported event of guide catheter broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.